Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded correctly and confirmed under fluoroscopy and no misload was observed. No pre-implant balloon aortic valvuloplasty (bav). The valve was deployed and an infold was noted. The valve was recaptured and removed from the patient. The valve was reloaded with a new delivery catheter system (dcs) and a misload was identified via visual check and fluoroscopy. Frame node overlap and an infold past the third node were noted. A new valve and new dcs were used for a successful implant. It was reported that the procedure time was delayed by 10 minutes. Of note, the valve loader was experienced. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: the suspect complaint was received at medtronic¿s quality laboratory inside its original jar filled with clear solution, visual analysis showed all leaflets were flexible and intact. All leaflets were in the closed position with a gap between leaflets 1 and 3. All commissures were intact. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. The valve was fully deployed; no issues were noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Six media files were submitted to medtronic for review but was unclear the sequential order of the media files. One image is of a valve load with infolding up to the third node which would be considered an adequate load since it did not go past the fourth node. Another image shows infold past the 4th node which would be considered a misload. The patient executive summary was not provided for anatomical review. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.